Event description:
Patient new to coumadin and tested on the suspect device with an inr result of 2.7. Lab inr was 1.9. Patient has thalassemia minor, rbc disorder-microcytic hypochromic enemia. No treatment alleged. Controls were in range.